Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the mos1 battery status. The device was implanted for 28 months and 12 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. Subsequently, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
Physician was trying to explant previously capped ra lead and replace rv lead. Patient coded during procedure. Should additional information become available, this file will be updated.